Manufacturer narrative:
(B)(6). Date of report: 12aug2019. The service engineer inspected the device and replaced the cpu pca with 2.30 software installed . Also, the unit printed circuit board assembly and the solenoid valve seal were replaced to address the issues. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator had an intermittent e/c 1102 primary alarm fails at post and patient circuit occluded error message and had low tidal volumes. There was no patient involvement.